Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing impedance measurements greater than 2,500 ohms and loss of capture (loc). The configuration was changed from the lv tip to the lv ring and the impedances returned to normal limits. However, it was reported the patient didn't feel well with the new configuration. Approximately one month later, a revision procedure was performed and the lv lead was surgically abandoned. During the procedure the lv lead was tested with the pacing system analyzer (psa) which reported impedance measurements greater than 3,000 ohms. It was also reported that fracture was identified via imaging. A new lv lead was successfully implanted. No additional adverse patient effects were reported.